Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope vnl11-j10. In the event reported, it was stated that there was no video image/error message, scope not connected. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. Additional information: the customer stated we have a scope that needs to be serviced. When connecting the scope to the tower we keep getting an error message. Additional information was provided by the user on 16-sep-2021 stating the event occurred during pre-inspection check and the unit was removed from circulation immediately after the event occurred. The device was returned to pentax for further evaluation on service order (B)(4) and was inspected where the user narrative was confirmed. The inspection findings are as follows: image blackout; failed dry leak test; leak at short umbilical cable; short umbilical cable crush; short umbilical cable cracked; failed wet leak test; customer complaint confirmed; bending rubber cut; bending rubber leak at middle section; wrong scope case received. The device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; distal end w/ccd module ntsc; light guide cable for connector; distal attaching pin; segment steel braid; bending rubber. A review of the service history indicates the device was not routinely serviced at a pentax facility. No other information provided with this complaint.